Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. It was noted that the event date was incorrectly reported as (B)(6)2020. Correct event date is (B)(6) 2020. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports they were unable to achieve primary stability with the tsvtb13 implant. Tooth site # 9. Site was grafted with allograft.